Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with reservoir tube retainer, scratched case, minor scratched lcd window and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 300 mg/dl. The customer treated with insulin pump. The customer's current blood glucose was 168 mg/dl. The customer stated that reservoir ring was coming off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.